Manufacturer narrative:
The implant was returned on june 29, 2016. Discarded.

Event description:
The dentist reported the encode healing abutment screw fractured. The implant was removed with bone graft and membrane. Future treatment includes ridge augmentation, as needed; soft issue augmentation and implant placement.

Manufacturer narrative:
The implant was returned and inspected. Visual inspection revealed evidence of a stuck component identified within the implant. The remaining portion of the fractured component has not been returned for review. Due to the damage, the identity of the fractured healing abutment screw has not been determined. The additional follow-up attempt to obtain the identity of the fractured component was not successful. White and brown residue remained on the external surface of the implant. The collar and internal hex of the implant have also been grossly damaged and appears cut, likely from implant removal or attempts to remove the fractured component. The item number or lot number for the abutment was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations that would contribute to this event. A definitive root cause has not been determined.